Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured between july 01, 2025 and july 02, 2025. H11: the actual device and two (02) photos of the sample were provided for evaluation. Visual inspection of one of the photographs showed a cap containing a foreign particle, while the other photograph showed a bag with the lot number; no defect was observed in the photograph. Visual inspection of the actual sample confirmed a particle inside the bis large bore cap. The reported condition was verified. The cause of the condition is possibly related to the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 500 ml eva tpn bag had foreign substance in the port. The issue was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.